Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving two different patients. This is the first of three reports. Refer to 8030647-2015-00139 for the first patient, second device report. Refer to 8030647-2015-00152 for the second patient report. It was reported that while suctioning the patient's airway, the first closed suction catheter continued to partially suction after releasing the thumb suction button. The suction button had to be manually pulled up to turn the button to the locked position. The first catheter was changed to a second device and continued to partially suction after releasing the thumb suction button. The suction button had to be manually pulled up to turn the button to the locked position. A third catheter was placed with no issues. The patient had no distress noted.